Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05333. On (B)(6) 2015, the patient underwent surgical intervention. The reason for the surgical procedure was reported under MFR. Report#: 1627487-2015-03274, 1627487-2015-03275, 1627487-2015-03276, and 1627487-2015-03277. During the procedure, the doctor experienced difficulty successfully implanting two replacement leads (for off-label use) in an intended area. In turn, the procedure was extended by an hour and a half.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).